Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a no disposable pump won't run alarm. Reservoir volume is 55.0 ml, rate is 1.5 ml, given is 16.0 ml. Bubbles observed. The patient was not affected.